Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after hearing tones being emitted from the device. Interrogation of the s-ICD revealed that it had reached end of life (eol). This device had not delivered any therapy and it was also reported that at the last follow up performed six months previously, the remaining longevity was over 60%. There is a concern that the battery is depleting earlier than expected. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and confirmed that the s-ICD did indeed reach eol on (B)(6) 2017 with a battery voltage of 2.8 volts and immediate replacement was recommended. This patient was seen in belgium but resides in france. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the s-ICD was explanted and successfully replaced at the hospital in belgium. No adverse patient effects were reported.